Manufacturer narrative:
(B)(4). 3004753838-2024-264858 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm .no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).